Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal dilaudid (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the rep was asked to check a pump post-magnetic resonance imaging (MRI) and was told that the patient had been in the hospital for about a day or so with the main symptom being confusion. The rep said the hcp had done a urine test and it was negative so they were questioning whether the pump was functioning or not. Technical services reviewed they weren't aware whether a urine test should be positive or not and suggested they could do the normal troubleshooting including checking reservoir volume, therapeutic bolus, etc. Additional information received from a manufacturer representative (rep) indicated that the name of hcp and contact info was unknown. To the rep's knowledge, there was no reason to suggest that the mdt device was not delivering the intended therapy as prescribed. It was unknown if the mdt device or therapy was causal or contributory to the patient's hospitalization and symptoms. The rep was not aware of any diagnostics/troubleshooting, if the cause of the patient's hospitalization and symptoms were determined, if action/interventions were taken to resolve the issue and if the patient's symptoms resolved. The rep stated that they had no contact with the physician since they last spoke on 2024-07-09.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative who reported that per the hcp there was no reason to suggest that the patient¿s device was not delivering the intended therapy as prescribed as the pump was not alarming. It was not thought that the patient¿s device or therapy was causal or contributory to the patient¿s hospitalization or symptoms. The patient had blood work done. The patient had an MRI which did not show any significant findings. The patient had several labs done with nothing to note. The cause of the patient¿s hospitalization and symptoms was unclear. The patient received supportive care, and the patient¿s symptoms of confusion resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.